Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital due to a viscous exudate exhibiting from the patient's wound after the patient removed the wound incrustation. Although the clinician found no signs of an infection, the patient was administered oral antibiotics. There were no additional adverse effects reported.